Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code)updated data: b4, g3, g6, h2, h10, h11

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) units ECG is not coming. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) units ECG is not coming.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit with the system trainer and observed it for more than 40 mins but found that there was no issue with the machine. The fse then checked & found the customer to not be using the datascope ECG cable. It was stated that for the better conductivity of the machine it is recommended to use the datascope ECG cable & lead wire set. It was also stated that apart from the ECG cable, all parameters of the unit were working ok. The unit was handed over to the customer in good working condition.

Event description:
N/a